Event description:
The customer was hospitalized with dka. Troubleshooting indicated the device was working properly. Explained the rule of changing the infusion set after two consecutive high blood sugar.